Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a change out upgrade, the device was programmed vvi mode in bipolar at 30 bpm. While using diathermy the device exhibited backup vvi mode in unipolar at 67.5bpm. The physician had difficulty removing the set screw. When the device was removed, the patient could not sustain his own escape rhythm and had to be paced through psa. The procedure was completed. No additional information was available.